Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found an external abrasion breaching the outer insulation proximal to the suture sleeve impression consistent with friction to device can. The outer coil was found to be exposed at that location. The cause of oversensing noise was due to outer coil being exposed at the abrasion zone.

Event description:
It was reported that the patient presented for right ventricular (rv) lead extraction due to noise oversensing that caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout.